Manufacturer narrative:
H6 evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the device was received with a bent and cracked front panel, damaged input/output side label and instruction label, and missing patient outlet fitting/port. The reported complaint was able to be confirmed. The patient outlet fitting was removed from device. The patient outlet fitting was replaced and reinstalled. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the exhalation port was broken. The event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.